Event description:
It was reported that during a right total knee arthroplasty procedure, the blade broke at the mount. It was also reported that there were no adverse consequences as a result of this event. It was further reported by the customer that the event may have been related to a new resident using the equipment without knowing the feel of the saw yet.

Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval. Lot number info has not been provided to permit further investigation. Based on observations made during an account visit, the breakage potentially occurred due to blade mis-loading, cutting techniques and the handpiece servicing by a non-stryker facility for repair. Investigation results indicate that the user contributed to this event.